Manufacturer narrative:
Evaluation method: the electrode belt sn (B)(4) was returned and evaluated at the distributor. The evaluation confirmed a gel leak in the front therapy electrode pad. There is no indication that the te pad had any sharp or rough edges. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The electrode belt passed essential performance testing. The root cause of the gel leak was physical abuse to the te pad. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported the metal on the therapy electrode (te) pad was cutting his skin and that his skin was irritated from the gel. The patient described his skin as bruised, red, and bleeding. There is no indication that the patient received medical intervention for the irritation. Physician instructed patient to continue wearing the lifevest. Medical outcome of the irritation is unknown.